Event description:
A blood clot was noted on the catheter tip. No additional information is available at this time.

Manufacturer narrative:
Correction: h6 health effect - clinical code.

Manufacturer narrative:
One quadripolar, bi-directional, curve d-f, flexability sensor enabled ablation catheter was received for evaluation. No bls was noted on the catheter tip. The catheter met specifications for electrical and temperature testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.